Event description:
Customer was at home and he states that he fell on the floor and managed to call the paramedics. They tested him and received a 47 mg/dl reading. They gave him orange juice and cookies. They then tested him again and got a reading of 106 mg/dl. The testing was done on the finger.